Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, granuloma, rupture.

Event description:
Patient's representative reported through company's representative "breast implant illness", "rupture", "unequal implant", "intra implantation capsular rupture", "rupture of silicone implant", "severe capsular fibrosis", "siliconegranulomatous tissue", "chronic inflammatory infiltration", "extreme pain", "severely swollen lymph node in the neck", "shallow breathing", "difficult nasal breathing", "lower crease moving continuously downwards", "shift in the nipple", "pain in chest", "persistent headaches", "feelings of tension and pain", "painful chest muscle cramps", "unpleasant bubbling", "increased tinnitus", "sever loss of libido", "lack of motivation", "lack of drive", "depressive moods", "severe fatigue", "brain fog", "constant feeling of overload", "implant has completely liquefied" and "physical and psychological stress". This record is for the right side. Device was explanted. It is unknown if device will be returned.